Event description:
It was reported that the scope does not show clear images/obstruction. There was a backup device available to complete the procedure with no delay. No patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope does not show clear images/obstruction. A visual inspection was performed and showed the scope to have distal tip and fiber damage. This damage is caused by contact with another source. No manufacturing related defects were observed.